Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving unknown drug (via an implantable pump for spinal pain use. It was reported that the patient was not getting the full 5 boluses that they were supposed to be getting in a 24 hour period. The patient representative said that the patient was supposed to have 5 bolus's in a 1-hour lockout, but patient was only getting 2 boluses per 24 hours. The device restriction interval (dri) was 1/1. During the call, the patient representative interrogated the pump and confirm the pump had the correct local time. The medtronic rep read logs and stated that the patient was getting 5 boluses in a 24-hour period. Logs indicated that the patient was requesting boluses around midnight. The patient stated that she was sleeping during these times and not requesting boluses. The patient rep stated that it appeared that the pump was requesting boluses on its own. The agent reviewed with the patient that the lockout time was coming from the pump itself and not from the external equipment. The rep decoupled the pump but the number of boluses available did not change. The patient rep suggested that they could try increasing their boluses to 6 in a day if needed. After pump updated, the handset did change to reflect that the patient had more boluses left for today. However, the agent did not think that would resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset. The rep stated that they would follow up with the patient in a few days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.